Event description:
It was reported that unintended output occurred while using the erbe integrated electrosurgical unit (iesu). When the site activated bipolar energy on universal surgical manipulator (usm) arm 3, monopolar output on usm arm 1 appeared to activate as well. The issue was resolved after the site moved the erbe cable connectors to different ports. No additional information was available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the reported event could not be confirmed or reproduced through system logs, visual inspection, or functional testing. All system operations and energy port combinations functioned normally during evaluation. However, multiple error patterns were observed in logs across different days, including recurring 2 8a error, c 06/m 18/m 11 patterns, m 1c errors, and c 00/m 11 entries in erbe logs, which may indicate intermittent or underlying faults. Additionally, a loose neutral pad connection port was identified, though it was not directly linked to the reported event. A c 00/m 11 error pattern and an m 0b error are also noted as areas of concern. The complaint was not confirmed based on failure analysis. While a definitive root cause could not be established, as failure analysis of the returned unit could neither confirm nor replicate the reported event, common causes of unintended energy activation may include user activation of an incorrect pedal, resulting in unintended instrument function.